Manufacturer narrative:
Continuation of d10: product ID unk-nv-sfr (unknown); product type: ; implant date n/a; explant date n/a product ID (unknown); product type: ; implant date ; explant date product ID (unknown); product type: ; implant date ; explant date citation: ali, e., aref, h., shokri, h., el-sudany, a. H., abushady, e., shehata, m. S. A., elbassiouny, a.. Stent retriever versus contact aspiration in management of acute ischemic stroke: a prospective cohort study. The egyptian journal of neurology, psychiatry and neurosurge 62(1) 2026. Doi:10.1186/s41983-026-01099-z earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿stent retriever versus contact aspiration in management of acute ischemic stroke: a prospective cohort study,¿ with the objective to evaluate stent-retriever and contact aspiration techniques for procedural safety, complication rates, and clinical, functional, and radiological outcomes. The time frame of this study was march 2020 to march 2023. Multiple manufacturer¿s devices were used in the study population. There were 100 total patients included in the study; 50 in the stent retriever group, and 50 in the aspiration group. Patients in the stent retriever group underwent treatment with either a solitaire fr or stryker trevo stent retriever. A rebar .018-inch microcatheter was also used in the stent retriever group. It was not specified how many patients were treated with each device. Deaths occurred in the study population. The causes of death were not specified in the study. Reported mortality was 9 deaths (18.0%) in the stent retriever group. Among patient adverse events included: in-hospital complications: 22 patients (44.0%) in the stent retriever group. Hemorrhagic transformation occurred in 14 patients in the stent retriever group: hi1 hemorrhagic infarction: 2 patients (4.0%) . Hi2 hemorrhagic infarction: 5 patients (10.0%). Ph1 parenchymal hematoma: 6 patients (12.0%) . Ph2 parenchymal hematoma: 1 patient (2.0%) . Functional outcome at 3 months: favorable mrs 0 to 2 in 23 patients (46.0%) in the stent retriever group. No further information was provided pertaining to medtronic products.